Manufacturer narrative:
(B)(4). Product not returned for evaluation. Replaced strips only. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 530mg/dl. The expected fasting blood glucose test result range is 80-100mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the office. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 107 and 99mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is a month ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer states she obtained 530mg/dl fasting upon rising about 2 am in the morning about 2 weeks ago. Customer states she is now testing with a new vial. Customer states she got a reading of 53mg/dl fasting this morning with symptoms of low glucose.